Event description:
The reporter contacted animas on (B)(6) 2013 stating that they could no longer see the insulin on board (iob) calculations on the meter display screen. The reporter indicated that the information was displayed on the pump screen but was not showing up on the meter. The reporter did not have the pump or meter to complete troubleshooting at the time of the call. This report is made based on the allegation that the meter remote calculations were not including the iob and troubleshooting was unable to be performed at the time of the call.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.